Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result evaluation summary wrong ae reported by hospital this hospital did not buy this scope from pentax. After contacting the hospital staff, we learned that the chief of the equipment department and the head nurse of the endoscopy room did not report ae.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During use,when changed the angle, the image became black. There was no report of patient harm.